Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: the suspect complaint was received loaded inside the delivery catheter system (dcs) at medtronic¿s quality laboratory, visual analysis showed an infold as the valve was being deployed. The valve appeared discolored showing evidence of blood contact. All leaflets exhibited signs of severe creases and imprints. Leaflets were slightly flexible. All leaflets appeared to be in partially closed position with a large gap between all free margins. Remnant bloody host tissue noted on top of commissure. All commissures appeared intact. The valve was received in a dehydrated and slightly compressed state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the dcs for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011474210); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34us (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded once before use and the valve load was confirmed via fluoroscopy. Infolding was observed after the valve was 2/3rds deployed on the first deployment attempt. Of note, the annulus size was 26.6 and an attempt was made to use the cuspal overlap technique. The valve was recaptured and withdrawn from the patient. The valve was replaced. The replacement valve was successfully loaded and crimped. No adverse patient effects were reported.